Manufacturer narrative:
On march 18, 2011, carefusion sent a letter to the user facility seeking additional information concerning the reported event, condition of the pt and the evaluation and repair of the device by their biomed dept. As of april 11, 2011, there has been no response from the user facility. The user facility did not provide any pt or device codes on their user facility report. Codes were derived based on the information provided by the user facility in the user facility medwatch report rec'd from the FDA on 03/11/2011. (B)(4). As stated above, carefusion has sent a letter to the user facility seeking information concerning the evaluation and repair of the device by their biomed dept. As of april 11, 2011, there has been no response from the user facility.

Event description:
The following description of the event was copied from the user facility medwatch report rec'd by carefusion from the FDA on 03/11/2011. "Title: xxxx. Event desc: bear 1000 ventilator stopped working. The ventilator was changed out with no harm to the pt." "Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)."